Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device displayed a primary audible alarm (paa) bgnd test alarm. The event occurred during testing and no patient involvement was reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate and verify the reported problem. It was determined that the faulty primary speaker was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.